Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
It was reported to philips that the device had a touchscreen issue. The device was reported to have been in testing while being set-up for use. There was no delay in therapy and no patient harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the touchscreen needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the touchscreen to resolve the issue and bring the device back to functionality.